Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer lost consciousness and hit their head. It was also reported that the customer required assistance but the assistance provided was not specified. Customer administered a correction injection to address the bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.